Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 06 oct 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to fungemia of unknown origin. The patient was placed on comfort measures after a complicated hospital course. It was reported the device operated as intended. It was reported the infection was seeded in the pump but there were no malfunctions. No autopsy was performed. The device was not explanted.